Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) provided inappropriate therapy due to atrial fibrillation (af). It was noted that no discriminators were programmed on the device for unknown reasons. The device was explanted and replaced. No further patient complications have been reported as a result of this event.